Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems ultra 5 central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn tech support remotely assisted and had them run a fsck -y and all it does is reboot itself. The system is giving the uncorrected memory error in cpu0. The ultra 5 cpu and has been deemed end of life (eol) and is no longer supported by welch allyn, making further investigation of the product impracticable. The customer had been informed in writing of welch allyn's eol policy, and stated that they are not returning the cpu to welch allyn. Eval method: (remote assistant).

Event description:
The customer stated their acuity cpu shut off and now will not boot up. There were no pts connected to acuity at this time. This malfunction resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event.